Event description:
During a gastric bypass procedure, while firing a cs25 via an idrivec, the firing sequence stalled when the idrivec lost power. Another idrivec was used to open and remove the cs25, and the anastomosis was oversewn to complete the procedure.

Manufacturer narrative:
The power failure of the idrivec resulted in the stalled firing. An investigation and CAPA process has been undertaken to address this issue. This report covers device #2 (idrivec). Device #1 (plcr608) is covered in report 2532140-2008-00030. Evaluation summary: confirmed the idrivec does not respond when the battery installed. The power transistors on the motor controller board, q1 to q12, have the identification number.